Manufacturer narrative:
(B)(6). Concomitant products ¿ unknown nexgen femur; unknown nexgen articular surface; unknown nexgen patella. Kevin b. Fricka, md, supatra sritulanondha, mph, craig j. Mcasey, md. (2015). To cement or not? Two-years results of a prospective, randomized study comparing cemented vs cementless total knee arthroplasty (tka). The journal of arthroplasty, 30 suppl. (2015) 55-58. Http://dx.doi.org/10.1016/j.arth.2015.04.049. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient underwent a knee revision procedure due to pain and instability caused by tibial subsidence. No further information is available.